Event description:
It was reported that the patient lost consciousness. The patient's biotronik right ventricular lead exhibited greater than 2000 ohms impedance which was documented. The device was reprogrammed and remained implanted.

Manufacturer narrative:
No medwatch form was received.